Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen and the pump was no longer functional. Customer's blood glucose was not impacted. Reportedly, customer reverted to using an alternate pump for insulin therapy.